Manufacturer narrative:
The investigation of delivery issue has been completed. The impella device was not returned for evaluation. Delivery issue : the root cause of the delivery issue was most likely patient condition related since the pump delivery was complicated in the aortic arch. Delivery issue the root cause of the delivery issue was most likely patient condition related, the team removed the pump and wire and found the wire to have sheared in the pump outlet.

Event description:
The complainant reported that a patient was undergoing implantation of an impella 5.5 for mechanical circulatory support. During the procedure, complications arose while delivering the pump through the aortic arch. The clinical team removed the pump and guidewire and discovered that the wire had sheared within the pump outlet. All components were successfully removed and replaced with a new pump. The patient survived the explant and was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿